Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexplained battery power loss. The customer's blood glucose level was 75 mg/dl at the time of incident. The customer reported the insulin pump stopped, replaced batteries and cap and it does not work. The customer did not troubleshoot due to the insulin pump will not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomaly. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.